Event description:
During a right shoulder arthroscopic bankart/labral repair with capsular shift, a very small metal component from the anchor was noted to have detached and become affixed to the deep portion of the labral anchor.